Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and reworked the gas delivery engine (gde), user interface module (uim) connections securing continuity of all the connectors. The operational verification procedure was performed and passed. At this time, the vyaire fse was unable to isolate an assembly failure therefore, a definitive root cause could not be determined.

Event description:
The customer reported while in patient use the device cycled off on this ventilator device. The customer stated that there was no patient harm or injury associated with this event.